Event description:
It was reported that the patient presented to clinic with a driveline fault alarm. Log files were submitted for review. The event log file confirmed the reported driveline power (b) faults. The pump itself was unaffected by the faults and appeared to have been operating normally. The equipment was exchanged, which was reported to have solved the alarms. The site also stated that the connector looked good following equipment exchange.

Manufacturer narrative:
Section a: patient information was not provided. Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the provided log file. The log file captured a driveline power fault alarm on 19may2025 correlating to the system¿s power-b line. The alarm remained active throughout the remainder of the data, and the alarm did not prevent the system from operating as intended. The returned modular cable (lot number unknown) was functionally tested and performed as intended. Atypical events and alarms were unable to be reproduced throughout all testing, even when the cable was manipulated. Available information for this event indicates that the alarm resolved after the modular cable was exchanged. Questions regarding the event were asked multiple times and no answers were received. The root cause of the reported event was unable to be conclusively determined through this analysis. The lot number of the modular cable was not provided. The heartmate 3 patient handbook section 4 ¿living with the heartmate 3¿ and section 6 ¿caring for the equipment¿ instructs users to regularly inspect their modular cables for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿, and the heartmate 3 lvas instructions for use section 7 ¿alarms and troubleshooting¿, instructs users on how to identify and respond to alarms that sound from their system controller, including driveline power fault alarms. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). The current revision of the patient handbook and the instructions for use can be found on the electronic instructs for use page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.